Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead failed a lead position check. It was also reported that intermittent undersensing and diminished sensing was observed on the ra lead at times on the stored electrograms. The ra lead remains in use. No patient complications have been reported as a result of this event.